Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump went into threshold suspend when the blood glucose was not low. The blood glucose reading was 90 mg/dl and the sensor reading was 50 mg/dl. The customer declined troubleshooting for the issue.